Event description:
It was reported that during implant attempt, the lead dislodged four times during slitting. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.